Event description:
Baxter service technician reported the pump with a failure code of 530 in the event history. According to hospital representative, no patient injury or medical intervention has been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient status, age of patient, or medication involved.